Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery was inserted into the insulin pump and six hours later needed to be replaced. The customer did not receive a low battery alert prior to the replace battery now alarm. It was advised the insulin pump needed to be replaced. The customer's blood sugar is unknown.